Event description:
It was reported that the procedure was to treat a lesion in the left renal artery with heavy calcification. Pre-dilatation was performed and the 7.0 x 18 mm herculink elite stent delivery system (sds) was advanced, but could not cross to the lesion due to the anatomy. During removal, resistance was noted with the 6f guiding catheter, and the stent dislodged. A balloon catheter was used to pull the stent back into the left groin, but the stent could not be removed any further. A surgeon was called in to perform a cut-down procedure was performed and the stent was removed successfully. The patient had a good outcome. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Evaluation summary: the device was returned for analysis. The stent dislodgement was able to be confirmed. The failure to advance and difficulty removing the sds could not be replicated in a testing environment as it was based on operational circumstances. Based on a visual inspection of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. Based on the reviewed information, no product deficiency was identified.